Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Exploratory lap what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Robot. On what tissue was the suture used/location of suture placement?-mesenteric defect was the fixation loop secured to tissue at the initiation of suture use during the index procedure? -yes. Was at least one reverse stitch performed prior to closure? Yes. What tissue dehisced? -mesenteric defect. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown. Onset date/time of dehiscence? (# post op days) 6 months plus. How was the dehiscence managed? Revised with a non absorbable suture. Please describe any surgical intervention required for the wound dehiscence including. Date and findings. Closed defect with a non absorbable suture. What is meant by the stratafix just "disappeared"? It was no longer there. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Unknown. Please describe the appearance of the suture during the second procedure. -suture was no longer there. Surgeon stated it "disappeared" were there any precipitating stress factors for the suture breakage or pulling out of the tissue? Unknown. Suture was to close defect during gastric bypass. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Unknown. Other relevant patient history/concomitant medications? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? Unknown. Lot number? -unknown.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. Post-op, the patient underwent a revision to close anastomosis for an open defect. The barbed suture had just "disappeared". The surgeon had to go back in and close the defect. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare®, ¿ active ingredient(s) ¿ triclosan, ¿ dosage form ¿ suture/solid/parenteral, ¿ strength ¿ = 2360 g/m. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used/location of suture placement? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. What is meant by the stratafix just "disappeared"? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors for the suture breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?